Manufacturer narrative:
Aware date updated : 10/06/2023.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that whilst setting unit up, the cardiosave intra-aortic balloon pump (iabp) unit fibre optic was not working. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10 additional information: e1(state: sg & postal code: cf14 4xw) a getinge field service engineer (fse) had evaluated the unit and it was being found that the fault is being eventually traced to backplane board and leaking pneumatic interface module (pim) assembly. Than a getinge field service engineer (fse) replaced the pneumatic modules assy, cardiosave backplane pcba bom. Unit was being fully calibrated and it was being functionally checked and it run intermittently over several weeks and it was all ok. Than the main software upgraded to version d.00 and display cable replaced as per fsn.

Event description:
N/a